Event description:
The customer observed falsely decreased architect tsh results for a patient sample as follows: initial result= 7.56. Repeat results three hours later =5.93 uiu/ml. Two hours after the repeat result, a value of 21.55 uiu/ml was generated. The customer re-ran the sample at the end of the day and results of 22.23 and 22.93 uiu/ml, respectively, were generated. The discrepant results were not reported out of the lab. The customer believes the results of 22.23 and 22.93 uiu/ml were correct as the customer tested the sample on another analyzer in the lab and a result of 24.94 uiu/ml was generated. Quality controls were within range and all preventive maintenance was up to date. There was no known impact to patient management.

Manufacturer narrative:
The customer did not return patient sample for evaluation purposes, therefore, a complaint review of the analyzer was performed. (B)(4). Two complaints were related to the customer: planned service to the architect analyzer and the generation of a discrepant tsh patient result. Review of analyzer metrics determined there was no adverse or non-statistical trend for discrepant tsh patient results. Review of tsh package insert labeling for specimen collection and preparation was sufficient. Review of the architect system operations manual regarding discrepant patient results was also sufficient. No product deficiency was identified in the evaluation of the customer's complaint.

Manufacturer narrative:
Patient: no consequences or impact to patient (B)(6); (B)(4) device: incorrect or inadequate result (B)(6); (B)(4) an evaluation is in process. A follow up report will be submitted when the evaluation is complete.